Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Subsequently, an unspecified malfunction occurred. The customer's blood glucose level ranged from 147 to 150 mg/dl. Reportedly, the customer was able to clear the malfunction and resume insulin therapy.